Manufacturer narrative:
Device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. Investigation summary: the complaint history was reviewed and there were no previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and noted that the cue reader was performing within specifications. To better address false positive test results, the cue reader firmware was upgraded in march 2022, to detect and cancel the test instead of releasing false positive results. The reader firmware in this case did not cancel the test.

Event description:
Customer received a false positive result on 16-feb-2022 using cue covid-19 test for home and over the counter (otc) use with cartridge lot 22071c, cartridge sn (B)(4), and cue reader sn (B)(4). On the same day, the customer tested negative twice on cue covid-19 test for home and over the counter (otc) use and followed with a test at kaiser permanente. Customer unresponsive to follow-up attempts for additional information; test result, test type, and brand are unknown. Customer has no known exposure to covid-19 and confirmed cartridges have been stored at room temperature. Customer provided following symptoms: nauseated, body aches, itchy, constantly stuffy, brain fog, mentally overwhelmed, easily fatigued and out of breath, periods of feeling feverish but with no fever and thinks it could be related to her anxiety and depression.